Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in as follows: it was reported that this was a percutaneous kyphoplasty at l2 on (B)(6) 2021, the first case in vbs application. Without any issue, the surgeon went on with the procedure as per surgical technique up to dilating a stent balloon on one side. Next, he moved on to the other side but happened to dilate the stent balloon excessively, which resulted in the stent's breakage. The stent balloon was deflated promptly, so most of the contrast medium was collected. No further stent dilation, and the surgeon completed the rest of the procedure. No further information is available. This report is for one (1) vbs w/balloon sm. This report is 1 of 1 for (B)(4).